Manufacturer narrative:
(B)(4) (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that dianeal therapy was discontinued and the patient was performing hemodialysis. The peritonitis was resolved and the patient was recovered; however, ¿the patient will continue at the hospital until they place another peritoneal catheter¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Seven days prior to the receipt of this report, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.